Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in a patient for the endovascular treatment of a migrated 12 mm left common iliac stent. The non-medtronic (zilver ptx) self-expanding stent had migrated up from the lcia. The proximal thoracic aorta had a diameter of 32 mm. Minimal thoracic calcification and minimal calcification or tortuosity in other vessels was noted. Three valiant captivia stent grafts were previously implanted in the patient approximately a year and nine months later. It was reported that during the index procedure, there was no attempt made to deliver the valiant navion device through the 22 fr sheath, because the migrated stent was very mobile and the physician felt that they could not delivery the device safely. No malfunction is alleged against the valiant navion device. A reliant balloon was placed distal to the migrated stent to hold it in place and the physician then implanted a non-medtronic (palmaz) stent above it to trap the migrated stent between it and the existing valiant navion stent graft. It was reported that the patient's blood pressure dropped suddenly during the procedure and never recovered, leading to the patient's death on the same day. As per the physician, the cause of the event could not be determined and the patients family have refused an autopsy. No additional clinical sequelae were reported.

Manufacturer narrative:
Updated film evaluation summary: the exact cause of the reported events could not be determined from the films provided. The anatomy at implant is unknown. Pre-implant images and films during the (B)(6) 2019 navion implant were not provided. Films during the intended implant of a navion, where a reliant balloon was used in conjunction with a non-mdt stent in order to retain the previously migrated iliac stent, were also not available for review. The reported events could not be assessed and the cause of the reported sudden blood pressure dropped leading to the patient's death could not be determined. It is possible that this was anatomy and/or procedure related. It is possible that the implanted non-mdt (palmaz) stent may have also contributed to the events. The cause of the observed asymmetrical deployment of the navion device¿s most distal stent (where the migrated iliac stent was seen in the films) could not be determined; this may have been anatomy related. It is unclear if the aortic dissection observed beginning just distal to the navion device was pre-existing or occurred post-implant. The cause of the proximal migration of the left iliac stent could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B7: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.